Manufacturer narrative:
Aso reviewed the following records for testing performed on material used for this type of product. Cytotoxicity study using the iso agarose overlay method - solid - code: (B)(4). All testing was acceptable.

Event description:
On (B)(6) 2013 end user reported that she has been using the device and the cut she had is starting to pus.